Event description:
No additional information is available.

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 04/15/2020 under wo (B)(4) and shipped 5/29/2020. Manufacturing record review: DHR (B)(6) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: there is no service record for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(6), this unit was at csi on 06/14/2023. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. The unit would blow fuses and could not be operated. Root cause: the transformer was determined to be the issue as its replacement had rectified the problem without blowing fuses. It was determined the transformer was likely to have a short between windings which can cause fuses to blow. The unit was fitted with a new transformer and returned to the customer. The unit was fitted with a new transformer, the correct fuses, tested to specifications and returned to the customer. The shorts on the main transformer was confirmed to have been due to the vendor's process. No specific detail on the process was made available other than a description of the process with the vendor. Also, the testing by the vendor was confirmed to be inadequate to find shorts between windings, hence the vendor's hi-pot testing scheme for the transformers was updated with csi input. Units in wip in 2020 were checked under eng-btest-00236 with one dressed and one undressed transformer rejected. The change in the testing by the vendor was made at the end of october 2020 and incorporates additional steps to check for potential shorts between windings. The issue was determined to be a recent occurrence in 2020 with the latest shipments and not found to affect every unit. Addressing units in wip by stressing the transformers was determined to be sufficient containment. A recent error in the vendor providing fully tested units prompted scar #23-003-scr to be issued. All undressed transformers (p/n 109707) were placed on ncmr-2022-11-0064 and returned for testing the missing steps required that check for shorts between windings. Dressed transformers (p/n 300791) were processed for scrap under ncmr-2023-02-0151 and ecn-25188 was initiated to update the prints to reference the testing accordingly. An hhe request was made in november, december of 2022 and initiated thereafter. Coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from a repair order, that there is an internal issue. Power surge. Unit is blowing fuses. No patient involvement or harm reported. No additional information is available. Lp-20-120 leep gen 2023-06-0000318.